Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to possible infection. During the procedure, the liner removal tool cut into the polyethylene liner and deformed it in a way that it could not be removed from the acetabular cup. The acetabular cup, polyethylene liner, taper and head were replaced. There was no significant delay as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-08324, 08326, 08332 & 08333).